Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2019, the patient tore their anterior cruciate ligament (acl). The adverse event was addressed via revision surgery on (B)(6) 2022, in which the jrny ii xr baseplate sz 4 rt was explanted along with the insert. The condition of the patient is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a revision was performed approximately 2.5 years post implantation due to ¿patient tore their anterior cruciate ligament (acl)¿. Reportedly, a jrny xr baseplate was replaced/revised along with the insert. The requested medical documentation has not been received as of the date of this medical investigation and the current patient status is unknown. Without the requested clinical documentation, the root cause of the reported acl tear could not be further assessed. The patient impact beyond the reported injury and subsequent revision of the baseplate and insert could not be determined. No further medical assessment could be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the patient should be warned of surgical risks, and made aware of possible adverse effects. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.